Event description:
Additional failure of pads adaptor cable (m1750) subsequent to med watch voluntary report dated 9/16/1999. All descriptions and particulars apply except dates. The misidentification of the cable attached occurs in the same manner as previous. The number of cable failures with this failure mode over the past 8 months now total four. Multiple failures of pads adaptor cable (m1750) during procedures. A total of three cables over a six month period experienced the same failure mode. The defibrillator in use would in error misidentify the cable attached as an internal paddles cable instead of a pads adaptor cable. The result was a screen display message of "paddles" instead of "pads" and inability of the user to deliver requested number of joules to the pt. This results because an internal paddles cable limits the defibrillator to a 50 joule maximum output.